Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, it was reported that the patient¿s parent found the patient ¿almost unconscious¿. The events leading up to this were not specified. The patient¿s cgm was reading 180 mg//dl and the bg meter was reading 40 mg/dl. The patient¿s parents called 911 and while waiting, attempted to give the patient glucose orally. Once ems arrived, the patient was treated with IV dextrose. The patient recovered at home (bg came up to 180 mg/dl) and was not transported to the hospital. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.